Manufacturer narrative:
The stride femoral ins/rem impactor head (us), product pfsr100931, used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with natural wear and tear. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. This failure is an identified failure mode within the risk assessment. Per complaint details from the us it was reported that the stride femoral ins/rem impactor head split in half while impacting during a navio assisted ukr surgery. The procedure was finished with a smith + nephew back up device without delays. Clinical documentation/information was not provided for inclusion in the investigation. Based on the information provided, patient impact beyond the reported modified procedure would not be anticipated as no patient injury was alleged. No further assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio assisted ukr surgery, the stride femoral ins/rem impactor head split in half while impacting. No delays were reported. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.